Manufacturer narrative:
The field complaints of high pacing lead impedance and high capture threshold were confirmed by analysis. Lead calcification covering the ring electrode was found, which was assumed to be the cause of the gradual rise in the pacing impedance and capture threshold. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a routine generator replacement procedure. Prior to the procedure, device interrogation revealed that the patient's right ventricular lead was exhibiting high capture threshold and high, out of range pacing impedance. The physician elected to explant and replace the lead. The patient was stable.